Event description:
It was reported that the patient had pain at the ipg site and ineffective therapy due to lead migration. Surgical intervention was undertaken and the ipg and leads were explanted and replaced.

Manufacturer narrative:
B3: event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.